Event description:
Doctor reported to our distributor, that the first case took place in (B)(6) 2012. It was a mall, that is why the item broke. Patient was revised with another company's product.

Event description:
Doctor reported to our distributor, that the first case took place in (B)(6) 2012. It was a mall, that is why the item broke. Patient was revised with another company's product.

Manufacturer narrative:
The device will not be returned. If the device or additional information become available it will be reported on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported event that the device broke could be confirmed since x-rays showing a broken smart toe were provided. It is unknown which implant broke (from which lot therefore a full investigation is performed on both product in this inquiry). The implant is broken in the 2 legs, this is a first time it is reported since the launch of the device. This lead to the assumption that there was high force (trauma) applied on this toe especially after one year conducting to the breakage. The poor quality of provided x-rays does not permit more investigation on this picture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling was done. Please note that the op technique reads: smarttoe implants are not intended for immediate postoperative weight bearing. Be sure that the postoperative loading of the internal fixation is reduced to a minimum (e.g. With application of a forefoot off-loading shoe) until bone consolidation is confirmed. The current IFU also reads that: factors capable of compromising implantation success. ¿ excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. Based on the investigation results this case could be classified as user related. Indications for any material, manufacturing or design related problems were not determined in the investigation.